Event description:
It was reported that the subject device experienced e226 scope communication error and the customer had confirmed the device mouthpiece was contaminated. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: signs of corrosion on mouthpiece connection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the problem error 226 was not detected. The cause of corrosion was not established. Olympus will continue to monitor field performance for this device.